Manufacturer narrative:
Date of event: exact date of event is unknown and therefore, this field was populated with (B)(6) 2022. Initial reporter phone: (B)(6). Initial reporter address line (cont.):(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 00002004 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-(B)(4). Has two reports:(carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) (2) MFR # 2029046-2022-02829 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.)

Event description:
It was reported that a patient underwent an unknown cardiac ablation with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve separation issues occurred. It was reported that both vizigo¿ had defective valves. According to the clinical in charge, it simply was not possible to advance the dilator. There were no patient consequences. No further information is available. With the information available, this was assessed as a MDR reportable hemostatic valve separation. The obstructed sheath issue is not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an unknown cardiac ablation with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve separation issues occurred. It was reported that both vizigo¿ had defective valves. According to the clinical in charge, it simply was not possible to advance the dilator. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage or obstruction was observed. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. A device history record was performed, and no internal actions related to the reported complaint were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).